Event description:
It was reported that the patient received inappropriate shocks. A lead fracture was suspected. The lead was replaced. There were no further reported patient complications as a result of this event. The patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. The lead is part of the field advisory for this lead and analysis finding was consistent with the advisory.